Manufacturer narrative:
The technician found wax buildup on the brake caster wheel rubber. The technician cleaned the brake caster wheels to resolve the issue.

Event description:
The consumer alleged the brake casters are sliding on the hardwood floor. No pt impact.